Event description:
Reason(s) for revision: component loosening - femoral component.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2013. Right. Asr xl. Reason(s) for revision: unknown. Lot number 202405 incorrect (too short) 2024051 used instead. Update: added reason for revision. Received: february 11th 2013. Reason(s) for revision: component loosening - femoral component. Update: adding hospital and revision date. Received: 15th may 2013. Update received 16th september, 2013. Lot number for taper sleeve amended. Update received 13th august 2014. Primary surgery date amended. New fields completed.